Event description:
It was reported that a device was constantly alarming "air in line." It was also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant "air in line" alarms caused by contamination of the upstream sensor y1 and y2 due to fluid intrusion. The corrosion was resulting in sensor readings below specification, causing the alarms. The upstream sensor was replaced.